Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported that the ball bearing fell out of the shim during the autoclave cleaning process after the surgery was completed.

Manufacturer narrative:
Visual inspection of the returned shim identified that the component was missing one of the ball bearings and springs. Measured dimensions were conforming to print specifications. Minor scuff marks were also noted on the distal surfaces. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. This device was manufactured in october 2013, with a potential field age of approximately 2 years and 3 months, and has been used an unknown number of times. Investigation has identified that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. FDA recall z-1052-2015 contains all tasp shim lots.